Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The high atrial impedance > 3000 ohms pre-irm in red on the summary of the device information on the pdf report dated 18 march 2024 is linked to a coding error in the software code that generates the pdf report. No general malfunction is suspected on the ICD device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the atrial lead impedance pre-irm was displayed > 3000ohms on pdf report